Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation was received on october 05 , 2022 with lot number: 1067330. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination of valve assessed as adhesive failure. Additional observations: wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.